Event description:
It was reported that this inflatable penile prosthesis did not work properly. The physician believed the system was obstructed by clotted blood that caused the pump to not work properly. All three component were explanted and replaced. No patient complications were reported.